Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and determined that the advia centaur cp reported a probe z axis move error to the laboratory information system (lis) and the lis reported the probe z axis move error as <5 miu/ml. The customer contacted their lis department to correct this issue. The cse repaired the probe axis z move issue and returned the system to operation. No further issues have occurred since the system was serviced. The cause of the z axis probe move error is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2432235-2019-00341 was also filed for this issue.

Event description:
Discordant, false low total human chorionic gonadotropin (thcg) results were obtained on two patients on an advia centaur cp instrument. The reported results were questioned by the physician(s). The customer's laboratory information system (lis) had falsely reported a system probe z axis move error to an actual result even though the patient samples has not been processed. The customer performed repeat testing of the same patient samples, resulting higher. The higher repeat thcg results were reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low thcg results.